Event description:
Date of event is unk. It was reported to boston scientific that during a tracheobronchial biopsy procedure with an excelon transbronchial aspiration needle, the physician complained that after aspiration the physician had difficulty expelling the sample. The case was successfully completed with this device. The pt is "stable".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.